Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that insulin squirted out of the tubing during manual prime. Blood glucose value was 180 mg/dl. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The customer used a different set, but was unable to prime as no beeps were received nor did numbers appear on the screen. The device will be returned for analysis.